Event description:
This is a male that had a decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Initially he did well post-operatively and was discharged home 3 days later. Later he developed a wound dehiscence. Twenty-six days after discharge, he was taken back to surgery for repair of the dehiscence. The next day, he was discharged home in stable condition.